Event description:
It was reported by a company representative that a patient implanted two weeks ago was referred to the operating room with infection at the generator site. The generator was explanted and the doctor will wait until the infection goes away to re implant the patient again. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.